Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgery notes [dated (B)(6)2007]: no complications, surgical approach svm, patella not resurfaced due to minimal oa, pcl not sacrificed, lateral release not performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient product information.

Manufacturer narrative:
(B)(4). The product has not been received by zimmer biomet for investigation. The complainant has not yet indicated if it will be returning. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision and patella resurfaced unknown reason.